Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic due to the pacer site area being red. It was observed that the pacer and lead had eroded through the skin. It was stated that the diagnosis did not indicate the pocket as infected and there was no vegetation noted on the lead. The patient was treated with antibiotics. The pacemaker and leads were explanted and a new system will be implanted in future. The patient was stable before, during and after the procedure.

Manufacturer narrative:
New information.

Event description:
New information received states that a new system was implanted on (B)(6) 2018 without any complications. The patient was stable before, during, and after procedure and was discharged.